Event description:
It was alleged that during therapy, the temperature was too cold over time. No adverse effect or injury resulted to the patient during this event.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that during therapy, the temperature was too cold over time. No adverse effect or injury resulted to the patient during this event.

Manufacturer narrative:
It was alleged that the device could not hold patient temperature, it was reported that the patient temperature dropped to 33.9 degrees and then the device was stopped by the user for an unknown reason. The device evaluated and met specifications at the time of evaluation as the product was functioning properly.

Event description:
It was alleged that during therapy, the temperature was too cold over time. No adverse effect or injury resulted to the patient during this event.